Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00352, initially reported on 22-apr-2020 through esubmitter. This MDR is to reflect the additional information received. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed surface abrasion on the shorter pump exhaust tubing, pump inlet tubing, reservoir inlet tubing, and the cylinder 1 exhaust tubing. No functional abnormalities were noted with the pump, cylinders 1 and 2, or the reservoir. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2017 and replaced on (B)(6) 2020 due to a tear in the tubing. The issue was reported on 01/22/2020. Additional information received indicated that the tubing leaked due to a tear. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, tubing leak (tear). Device removed/replaced.